Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On the same day, it was reported that the patient¿s cgm was reading 45 mg/dl, and the bg meter was reading 129 mg/dl. The patient was wearing an omnipod insulin pump. She self-treated with apple juice, although her bg level was found to be 129 mg/dl. At the unspecified time later, the patient felt dizzy, dehydrated, and couldn't sleep. The patient called her doctor, and her doctor ended up called 911. Once emergency medical services (ems) arrived, the patient¿s cgm was still reading 45 mg/dl while the bg meter was reading 365 mg/dl. The patient was transported to the emergency room (ER). At the ER, the patient was treated with long and short acting insulin, aspirin, heparin, metoprolol, and remeron. The patient was discharged home two days later, on (B)(6) 2024. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. Once ems arrived, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - sleep dysfunction.